Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00385. It was reported that the patient's right lead had migrated due to a fall. The migration was confirmed via x-ray. In turn, the patient underwent surgical intervention wherein the scs lead was explanted and replaced. The issue has reportedly since resolved. Note: since it is unknown which lead was replaced due to migration, both devices are being reported.